Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft broke. The lesion being treated was located in the severely calcified left anterior descending artery. The vessel was pre dilated. While the physician was attempting to deliver a taxus express2 2.50x20 mm drug eluting stent to the lesion site the shaft broke. The broken shaft was removed and the lesion was dilated again. A rotoblator was used and another taxus stent was implanted. No pt complications were reported. The pt's status is 'good'.